Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke at the cutting end. It was further reported that there was a two minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke at the cutting end. It was further reported that there was a two minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.